Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. Following the procedure, the sutures became detached from papules the patient had developed. (B)(6) after the recovery, new cultures were taken and there was (B)(6). The patient was followed for (B)(6) to dress the wound. The surgeon opines that the patient had an allergic reaction to triclosan.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.